Event description:
Caller states the pt tested 8.0 inr on the coaguchek s system and 4.5 inr on a comparison lab. Coumadin was held based in higher inr. Medication was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement was sent.